Event description:
It was reported that the patient presented with a pacemaker that failed to be interrogated. The pacemaker was explanted and replaced. Patient status was not reported.

Manufacturer narrative:
Further information was requested but not received.